Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Clarification to a2: patient date of birth: (B)(6) 1979.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side "compatible with fibroadenomas, fibrocystic breast disease." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device is completely broken."

Event description:
Patient reported unspecified side "device is completely broken." Device remains implanted.